Event description:
It was reported that the patient's right ventricular (rv) pace/sense/ defib lead had generated more than 5000 sensing integrity counts and that active oversensing could be seen while the patient was just sitting in the clinic. The vt/vf detections were disabled. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.